Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. The customer was issued a replacement battery pack and as a follow-up with the customer, the proper maintenance of this device was reviewed.